Event description:
The customer reports that the needle was detaching from the suture during a coronary artery bypass procedure. There are no reported adverse consequences to the pt related to this event.